Event description:
Customer reported that pump battery would not charge, and there was no adverse impact to customer's blood glucose level. Customer attempted to resolve issue by using different wall outlets and adapters, but charging connection remained unstable. Eventually, a replacement pump was issued, as the problem was not resolved. Customer was instructed to use multiple daily injections as backup therapy and to return faulty pump within 10 days.